Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm as well as no delivery alarms during a basal delivery attempt. The insulin pump was not exposed to a high magnetic field. The customer was able to rewind the insulin pump. The customer was advised to revert to a back-up plan. Her blood glucose was 15.7 mmol/l nothing further was reported.